Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult removal from the chordae, requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with an mr grade of 4+. Transesophageal echocardiogram (tee) revealed 2-3 jets, thickened papillary muscles and thickened calcified chordae. The first clip xtr was successfully placed slightly lateral in a2/p2, reducing mr to 3+. To further reduce mr, a second xtr clip was advanced; however, the clip got became entangled in chordae. Adenosine (18mg) was administered to temporarily stop the heart, allow it to relax in order to place and deploy the second clip. The medial jet became worse and mr did not reduce any further. An ntr clip was implanted medial to the first xtr clip and again mr remained unchanged, 3+. The procedure was discontinued and the patient was taken to the recovery room in satisfactory and stable condition. It was the implanters opinion that the patient¿s valve anatomy, thin, restricted leaflets with thickened subvalvular anatomy contributed to the lack of adequate reduction in mr. There was no adverse patient effect and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided the reported difficult positioning (anatomy) and difficult to remove (anatomy) is the result of patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.